Event description:
Customer reported the image would go black if the c was moved or the image intensifier placed on the bottom. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable set. System operated as intended. (B) (4).